Event description:
It was reported the patient saw a ¿replace programmer batteries screen" on their programmer. It was noted the patient replaced the batteries and then they were walked through turning their device down and off. Reportedly, the patient was having surgery the day after report because it was found that they had a hole in their bladder and colon. It was stated the patient was getting some relief from the implant, but about two months prior to report it seemed like it wasn¿t working as it should. It was noted the patient was going through a lot of pads and underwear and their pads smelled funny. The patient stated it was a brownish color and a deep yellow. The patient had a colonoscopy one month prior to report and that is when the hole was noticed. It was stated the patient always had a lot of bladder infections and was on a lot of medication for them. It was reported the patient¿s device was not working as it should be, but that was because of the bladder infections. It was stated when the patient was off the infection medicine, the incontinence "settled down.¿ it was later reported the patient did not have concerns with their device or therapy and received assistance from their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va050vg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).